Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was not delivering basal as it should. The pump was reviewed with the user and determined that the pump was delivering correctly but the patient was running the wrong basal program. The reporter indicated that the issue resulted in a blood glucose of 2.3 mmol/l with tiredness and unsteadiness when standing. This report is made based on the allegation that the patient experienced hypoglycemia associated with the use error of selecting the incorrect basal program.